Event description:
During femoral head replacement surgery, the pt's blood pressure recorded 153/77 just before bone cement was applied after 3 minutes of bone cement application, blood pressure dropped to 78/35. Dr injected 1mg of effortil to raise blood pressure. Seven minutes later pt's blood pressure recovered to 115/61.